Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a "system error detected" message was displayed. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated.